Event description:
The user facility reported to terumo cardiovascular system corporation that during cardiopulmonary bypass blood leaked from the overpressure safety (ops) valve after the release of the aortic cross-clamp. Approx 100 - 150 ml of blood was lost through the leaking valve. The valve was removed from the vent line and a like valve was inserted. The leaking stopped with the introduction of the new valve. A blood transfusion was required and partly in response to the blood loss. A 100 - 150 ml blood loss. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has rec'd the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).